Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. Reportedly, the customer stated the pump had experience condensation and humidity. The customer's blood glucose (bg) level was impacted 364 mg/dl and delivered an injection to manage bg level. While contacting tandem technical support, the customer was able to clear the alarm and resume insulin delivery.